Event description:
It was reported that pump experienced repeated malfunction alarms with displayed malfunction code and associated fault ID, and customer stated there had been no notable events prior to the alarm. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.